Event description:
The olympus representative reported on behalf of the customer, the instrument channel tube on the evis lucera elite colonovideoscope was microbiologically cultured and the bacteria exceeded the standard. The issue was detected at reprocessing. The intended procedure was completed with another scope with no surgical delay. No patient harm reported. It was suspected that the tube was scratched and could not be cleaned thoroughly. The nozzle was not deformed and had no foreign matter.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) evaluation was performed by the customer. The last cleaning, disinfection and sterilization date of the device was on (B)(6) 2022. There was no patient infection. Bedside cleaning included enzymatic washing solution and suction flushing the channel. The channel was scrubbed in enzymatic washing solution. The device had no leakage. Xinhua automatic cleaning and disinfection equipment was used. Alcohol spray was not used. The water filter was not changed. There was no flushing. The device was wiped with gauze. Enzyme detergent and peracetic acid was used. The difference between the cds method described in the manual and the customer's method was manual cleaning and machine washing. The device was returned to an olympus service center for evaluation and the reported issue was not confirmed as inspection did not have the capability to microbiological test the scope. There were no other findings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The user's culture test results were not provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.